Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced a power failure. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was destructively tested and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device experienced a power failure. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.